Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / migration of essure device location of device: uterine fundus (left)') and uterine haemorrhage ('abnormal uterine bleeding') in a 37-year-old female patient who had essure (batch no. 626975,626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting in right tube and rep. Had to come in the room to help assist" on (B)(6) 2008. The patient's medical history included obesity, dry cough, vaginal odor, drug allergy, migraine, endometriosis, irritable bowel syndrome, hypertension, night sweats, irregular menstrual cycle, vaginal dryness, yeast infection, amenorrhea, sleep apnea, irritability, premenstrual syndrome, ecchymosis, loop electrosurgical excision procedure, cesarean section, augmentation mammoplasty, gravida, sinus operation, venereal disease nos, pelvic adhesions, cervicitis cystic, paratubal cyst and hemorrhagic cyst. Concurrent conditions included sjogren's disease since 2017, acid reflux (oesophageal) since 2012 and asthma since 2012. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2010, ethinylestradiol;norelgestromin (ortho evra) since (B)(6) 2008 and medroxyprogesterone acetate (depo provera) (B)(6) 2008 for birth control as well as aluminium hydroxide since 2012, duloxetine hydrochloride (cymbalta) since (B)(6) 2009 and lifitegrast (xiidra) since 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), vaginal infection ("vaginal infection"), depression ("depression") and anxiety ("mental anguish and anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dyspareunia, hot flush, vaginal infection, depression, anxiety and weight increased outcome was unknown, the uterine haemorrhage had resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fallopian tube perforation, hot flush, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 174 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Pregnancy test - on (B)(6) 2008: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - pelvic pain, menorrhagia,fallopian tube perforation lot number: 626798 manufacture date: 2008-03 expiration date: 2010-02 . Lot number:626975 manufacture date: 2008-04 expiration date: 2010-04 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2019: quality-safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / migration of essure device location of device: uterine fundus (left)') and uterine perforation ('perforation uterus') in a 37-year-old female patient who had essure (batch no. 626975,626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting in right tube and rep. Had to come in the room to help assist" on (B)(6) 2008. The patient's medical history included obesity, dry cough, vaginal odor, drug allergy, migraine, endometriosis, irritable bowel syndrome, hypertension, night sweats, irregular menstrual cycle, vaginal dryness, yeast infection, amenorrhea, sleep apnea, irritability, premenstrual syndrome, ecchymosis, loop electrosurgical excision procedure, cesarean section, augmentation mammoplasty, gravida, sinus operation, venereal disease nos, pelvic adhesions, cervicitis cystic, paratubal cyst and hemorrhagic cyst. Concurrent conditions included sjogren's disease since 2017, acid reflux (oesophageal) since 2012 and asthma since 2012. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2010 to (B)(6) 2010, ethinylestradiol;norelgestromin (ortho evra) since august 2008 and medroxyprogesterone acetate (depo provera) (B)(6) 2008 to september 2008 for birth control as well as aluminium hydroxide since 2012, duloxetine hydrochloride (cymbalta) since (B)(6) 2009 and lifitegrast (xiidra) since 2017. On (B)(6) 2008, the patient had essure inserted. In august 2008, the patient experienced pelvic pain ("physical pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), vaginal infection ("vaginal infection"), depression ("depression/ psych injury") and anxiety ("mental anguish and anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, dyspareunia, hot flush, depression and anxiety outcome was unknown, the uterine haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and weight increased had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fallopian tube perforation, hot flush, menorrhagia, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 174 lbs. Discrepancy noted: date(s) of removal:(B)(6) 2013 received treatment for pain, abnormal bleeding, psych injury, perforation, bladder/urinary problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Pregnancy test - on 23-oct-2008: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - pelvic pain, menorrhagia,fallopian tube perforation lot number: 626798 manufacture date: 2008-03 expiration date: 2010-02 . Lot number:626975 manufacture date: 2008-04 expiration date: 2010-04 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: new event added: uterine perforation. Event outcome updated for events: pelvic pain, vaginal bleeding, menorrhagia, vaginal infection. Event uterine haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / migration of essure device location of device: uterine fundus (left)') and uterine perforation ('perforation uterus') in a 37-year-old female patient who had essure (batch no. 626975,626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting in right tube and rep. Had to come in the room to help assist" on (B)(6) 2008. The patient's medical history included obesity, dry cough, vaginal odor, drug allergy, migraine, endometriosis, irritable bowel syndrome, hypertension, night sweats, irregular menstrual cycle, vaginal dryness, yeast infection, amenorrhea, sleep apnea, irritability, premenstrual syndrome, ecchymosis, loop electrosurgical excision procedure, cesarean section, augmentation mammoplasty, gravida, sinus operation, venereal disease nos, pelvic adhesions, cervicitis cystic, paratubal cyst and hemorrhagic cyst. Concurrent conditions included sjogren's disease since 2017, acid reflux (oesophageal) since 2012 and asthma since 2012. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2010 to (B)(6) 2010, ethinylestradiol;norelgestromin (ortho evra) since (B)(6) 2008 and medroxyprogesterone acetate (depo provera) (B)(6) 2008 to (B)(6) 2008 for birth control as well as aluminium hydroxide since 2012, duloxetine hydrochloride (cymbalta) since (B)(6) 2009 and lifitegrast (xiidra) since 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), vaginal infection ("vaginal infection"), depression ("depression/ psych injury") and anxiety ("mental anguish and anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, dyspareunia, hot flush, depression and anxiety outcome was unknown, the uterine haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and weight increased had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fallopian tube perforation, hot flush, menorrhagia, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 174 lbs. Discrepancy noted: date(s) of removal: (B)(6) 2013. Received treatment for pain, abnormal bleeding, psych injury, perforation, bladder/urinary problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Pregnancy test - on (B)(6) 2008: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - pelvic pain, menorrhagia,fallopian tube perforation lot number: 626798 manufacture date: 2008-03 expiration date: 2010-02. Lot number:626975 manufacture date: 2008-04 expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / migration of essure device location of device: uterine fundus (left)') and uterine perforation ('perforation uterus') in a 37-year-old female patient who had essure (batch no. 626975,626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting in right tube and rep. Had to come in the room to help assist" on (B)(6) 2008. The patient's medical history included obesity, dry cough, vaginal odor, drug allergy, migraine, endometriosis, irritable bowel syndrome, hypertension, night sweats, irregular menstrual cycle, vaginal dryness, yeast infection, amenorrhea, sleep apnea, irritability, premenstrual syndrome, ecchymosis, loop electrosurgical excision procedure, cesarean section, augmentation mammoplasty, gravida, sinus operation, venereal disease nos, pelvic adhesions, cervicitis cystic, paratubal cyst and hemorrhagic cyst. Concurrent conditions included sjogren's disease since 2017, acid reflux (oesophageal) since 2012 and asthma since 2012. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2010, ethinylestradiol;norelgestromin (ortho evra) since (B)(6) 2008 and medroxyprogesterone acetate (depo provera) (B)(6) 2008 for birth control as well as aluminium hydroxide since 2012, duloxetine hydrochloride (cymbalta) since (B)(6) 2009 and lifitegrast (xiidra) since 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), vaginal infection ("vaginal infection"), depression ("depression/ psych injury") and anxiety ("mental anguish and anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, dyspareunia, hot flush, depression and anxiety outcome was unknown, the uterine haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and weight increased had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fallopian tube perforation, hot flush, menorrhagia, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 174 lbs. Discrepancy noted: date(s) of removal: (B)(6) 2013. Received treatment for pain, abnormal bleeding, psych injury, perforation, bladder/urinary problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Pregnancy test - on (B)(6) 2008: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - pelvic pain, menorrhagia,fallopian tube perforation. Lot number: 626798, manufacture date: 2008-03, expiration date: 2010-02. Lot number:626975, manufacture date: 2008-04, expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / migration of essure device location of device: uterine fundus (left)') and uterine perforation ('perforation uterus') in a 37-year-old female patient who had essure (batch no. 626975,626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting in right tube and rep. Had to come in the room to help assist" on (B)(6) 2008. The patient's medical history included obesity, dry cough, vaginal odor, drug allergy, migraine, endometriosis, irritable bowel syndrome, hypertension, night sweats, irregular menstrual cycle, vaginal dryness, yeast infection, amenorrhea, sleep apnea, irritability, premenstrual syndrome, ecchymosis, loop electrosurgical excision procedure, cesarean section, augmentation mammoplasty, gravida, sinus operation, venereal disease nos, pelvic adhesions, cervicitis cystic, paratubal cyst and hemorrhagic cyst. Concurrent conditions included sjogren's disease since 2017, acid reflux (oesophageal) since 2012 and asthma since 2012. Concomitant products included ethinylestradiol;levonorgestrel (seasonique) from (B)(6) 2010, ethinylestradiol;norelgestromin (ortho evra) since (B)(6) 2008 and medroxyprogesterone acetate (depo provera) (B)(6) 2008 for birth control as well as aluminium hydroxide since 2012, duloxetine hydrochloride (cymbalta) since (B)(6) 2009 and lifitegrast (xiidra) since 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), vaginal infection ("vaginal infection"), depression ("depression/ psych injury") and anxiety ("mental anguish and anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage ("abnormal uterine bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, uterine perforation, dyspareunia, hot flush, depression and anxiety outcome was unknown, the uterine haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and weight increased had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fallopian tube perforation, hot flush, menorrhagia, pelvic pain, uterine haemorrhage, uterine perforation, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 174 lbs. Discrepancy noted: date(s) of removal: (B)(6) 2013. Received treatment for pain, abnormal bleeding, psych injury, perforation, bladder/urinary problems, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Pregnancy test - on (B)(6) 2008: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - pelvic pain, menorrhagia,fallopian tube perforation. Lot number: 626798, manufacture date: 2008-03, expiration date: 2010-02. Lot number:626975, manufacture date: 2008-04, expiration date: 2010-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: new event added: uterine perforation. Event outcome updated for events: pelvic pain, vaginal bleeding, menorrhagia, vaginal infection. Event uterine haemorrhage seriousness criteria updated as non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube(s)) / migration of essure device location of device: uterine fundus (left)') and uterine haemorrhage ('abnormal uterine bleeding') in a (B)(6) year-old female patient who had essure (batch no. 626975,626798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty inserting in right tube and rep. Had to come in the room to help assist" on (B)(6) 2008. The patient's medical history included obesity, dry cough, vaginal odor, drug allergy, migraine, endometriosis, irritable bowel syndrome, hypertension, night sweats, irregular menstrual cycle, vaginal dryness, yeast infection, amenorrhea, sleep apnea, irritability, premenstrual syndrome, ecchymosis, loop electrosurgical excision procedure, cesarean section, augmentation mammoplasty, vaginal delivery, sinus operation, venereal disease nos, pelvic adhesions, cervicitis cystic, paratubal cyst and hemorrhagic cyst. Concurrent conditions included sjogren's disease since 2017, acid reflux (oesophageal) since 2012 and asthma since 2012. Concomitant products included ethinylestradiol; levonorgestrel (seasonique) from (B)(6) 2010 to (B)(6) 2010, ethinylestradiol; norelgestromin (ortho evra) since (B)(6) 2008 and medroxyprogesterone acetate (depo provera) (B)(6) 2008 to (B)(6) 2008 for birth control as well as aluminium hydroxide since 2012, duloxetine hydrochloride (cymbalta) since (B)(6) 2009 and lifitegrast (xiidra) since 2017. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("physical pain / pelvic pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hot flush ("hot flashes"), vaginal infection ("vaginal infection"), depression ("depression") and anxiety ("mental anguish and anxiety") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, vaginal haemorrhage, menorrhagia, dyspareunia, hot flush, vaginal infection, depression, anxiety and weight increased outcome was unknown, the uterine haemorrhage had resolved and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, dyspareunia, fallopian tube perforation, hot flush, menorrhagia, pelvic pain, uterine haemorrhage, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure device was successfully occluded. Pregnancy test - on (B)(6) 2008: negative. Concerning the injuries reported in this case, the following one/ones was/were reported from patient¿s medical record : confirming - pelvic pain, menorrhagia, fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs and mr received. Events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), abnormal uterine bleeding, dyspareunia (painful sexual intercourse), hot flashes, vaginal infection, perforation (fallopian tube(s)) / migration of essure device location of device: uterine fundus, depression, mental anguish and anxiety, weight gain, abdominal pain, difficulty inserting in right tube and rep. Had to come in the room to help assist." Reporter, lot number, medical history, concomitant drug, lab data added. Outcome of event pelvic pain and abdominal pain updated to recovering/resolving. Abnormal uterine bleeding updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.